Event description:
It was further reported that the undersensing or inappropriate atrial pacing was confirmed. No further actions were taken at the time and the patient continued to be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was suspected undersensing on the right atrial (ra) lead that appeared to result in inappropriate atrial pacing on the current electrograms (egm) and single undersensing atrial beat on a stored egm. It was also noted that the ra lead exhibited chronic high threshold. It was also reported that the right ventricular (rv) lead exhibited high threshold. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4968-60 lead implanted: (B)(6) 2019, 5076-52 lead implanted: (B)(6) 2019   medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.